Manufacturer narrative:
Please note, that the following section is being updated, based on additional information provided by a penumbra sales representative on 11/29/2021: 1. Section b: box 5, describe event or problem. H3 other text: placeholder.

Event description:
The patient was undergoing a thrombectomy procedure. In the right sfa and popliteal arteries, using an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath and a guidewire. During the procedure, the physician encountered resistance, while advancing the cat7. Upon removal of the cat7, after two passes of removing the thrombus from the patient's body, the physician noticed, that the cat7 was broken at mid-shaft. Subsequently, the physician lost the guidewire access. Therefore, the physician performed an open surgery to remove the remaining part of the cat7. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fracture. If the device is forcefully retracted against resistance, damage such as this may occur. Based on the reported event, if the device were pinned at a bifurcation within patient anatomy it may have contributed to the resistance during the procedure. Due to the fracture, the device was unable to be functionally tested. Further evaluation of the device revealed an additional fracture, an ovalization and kinks. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right sfa and popliteal arteries using an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath and a guidewire. During the procedure, while retracting the cat7 after removing the thrombus from the patient''s body, the cat7 broke in half inside the sheath at aorta/iliac bifurcation. Subsequently, the physician lost the guidewire access; therefore, the physician performed an open surgery to remove the remaining part of the cat7. It was reported that no unusual pressure or torque was applied to the cat7. The procedure ended at this point.